Event description:
Dealer allegedly states where release handle attached to leg rest the release bracket is broken. No injury.

Event description:
Dealer allegedly states where release handle attached to leg rest the release bracket is broken. No injury.

Manufacturer narrative:
(B)(4). Model 9xt, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1056953, rev.p(nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for additional information on the incident. It was learned that it appeared as though the rivet came off the device on the left side. A part has been ordered for repair. The end user is still able to continue to use the device without incident. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) issued MFR report #9616091-2012-00407 indicating the manufacturer as invacare. The correct manufacturer is invamex. (B)(4) model 9xt, serial number/date (B)(4) is approximately 9 months old. The owner's manual part number 1056953, rev.p(nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for additional information on the incident. It was learned that is appeared as though the rivet came off the device on the left side. A part has been ordered for repair. The end user is still able to continue to use the device without incident. The malfunction has not been confirmed.